Event description:
I want to make a complaint about the ¿clear care¿ eye contact solution. I bought the solution which came in a big box with two 16fl oz bottles, one smaller bottle, and a case. On (B)(6) 2018 at 6:00pm, I ran out of the opti free solution which is what I normally use, so I decided to my put my soft contact lenses in the new solution I bought at (B)(6) which was next to opti free. On (B)(6) 2018 at 8:00am, I put my contact on the left eye and my eye started burning and stinging so bad that I was dancing in pain. I removed the contact and went to work. The pain was so hard that I had to leave work at 10:30am to see the doctor said my eye was burned and gave me anti-inflammatory medication. Before I made my purchase at (B)(6), I remember reading the text on the front of the box to make sure I was getting a cleanser/ disinfecting solution for my contacts and nowhere on the front the box did it say that this solution could burn your eyes and leave you with permanent cornea damage. After I burned my left eye, I went to read the text on the bottle where the warning was stated. I also noticed that there was a small warning label in very small print on the left side of the box. Alcon laboratories, inc., needs to put a big red label on the front of the box for people to understand that this solution is harmful and can cause eye damage. If I would have read a warning in front of the box, I wouldn't have purchased this product. My eye still hurts, stings and burns and even my head hurts. My nose is constantly dripping and I lost a day of work. Please have alcon/novartis label the front and back of the box, so other customers do not go through what I went through. This is very painful and the use of this solution can permanently damage your eye. Outcome: visit to an emergency room. More medicine to reduce or relieve the possible bad effects of the error other explanation; prednisolone was prescribed 4 times a day. Reporter¿s recommendations: clear care needs to make the warning prominent in the front of the box, not just the bottle. Stores need to separate clear care from soaking solutions. (B)(6).